Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_unknown_lead, product type: lead. (B)(4) pertain to product type: lead. Product ID neu_unknown_lead, product type: lead. (B)(4) pertain to product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient undergoing a basic evaluation. It was reported that the patient somehow broke the leads. The patient had lead removal on the day of the report with their doctor and no longer had the leads in their back. No symptoms were reported. No further complications were reported/anticipated.

Event description:
Additional information was received. Health care professional reported the leads were removed due to the trial ending.